Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. The steerable guide catheter (sgc) was prepared per IFU with no damage observed. The sgc was inserted but could not advance past the atrial septum despite troubleshooting. The sgc was removed and the tip appeared to have a slit. It was thought this due to interaction with the guidewire while attempted to cross the septum. The sgc was replaced and the procedure continued. First mitraclip xtw used was implanted successfully. The second mitraclip nt was attempted to be placed medial to the initial clip. When entering the ventricle, the clip became entangled in the chordae. Troubleshooting was able to free the clip, but a new flail from a chordal rupture was observed. The nt clip was repositioned and deployed without issue. The procedure ended with mr reduced to grade 1.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints from the lot. All available information was investigated and a cause for the reported failure to advance the sgc cannot be determined. The reported soft tip split (material split, cut or torn) per the account was likely due to interaction with the guidewire while attempting to cross the septum and is therefore, related to procedural conditions. There is no indication of a product issue with respect to manufacture, design or labeling.